Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak in the catheter at the pigtail. Device in place for approximately 3 weeks.

Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA?: corrected to "yes". Medwatch received - report #mw5077018. The customer returned a 2-lumen PICC catheter for evaluation. The catheter showed evidence of use and was returned with the distal e xtension line clamp open and the proximal clamp closed. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on both of the extension line bodies and the catheter body. Dried blood was observed within the catheter body and in the skive holes indicating use. The distal tip of the catheter had been trimmed at a 90 degree angle. Functional testing identified a leak at the center of the distal extension line body. Microscopic examination revealed a small slice/hole in the location of the leak identified in functional testing. The slice/hole was adjacent to the adhesive residue on the extension line body. The appearance of the slice/hole was smooth, clean and uniform and was consistent with damage related to contact with a sharp instrument (i.e. Scissors, scalpel, etc.) Rather than a manufacturing defect. The slice/hole in the distal extension line was located 15 mm from the top of the juncture hub. The distal extension line inner and outer diameters were measured and were found to be within specification. The catheter body length measured 15.55", therefore approximately 5" of the distal tip was trimmed based on the specification of 20.6875"-20.9375" mm per catheter product. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal extension line was pressurized. Water was observed leaking from the center of the extension line body when the distal extension line was pressurized. A device history record review was performed on the catheter including the extension lines and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user to not use scissors to remove dressing to reduce risk of cutting catheter. The IFU also cautions "catheter clamp must be opened prior to infusion to minimize risk of damage to extension line(s) from excessive pressure". The customer report of the distal extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small slice/hole in the distal extension line body. The appearance of the hole was smooth, uniform and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.) Rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a leak in the catheter at the pigtail. Device in place for approximately 3 weeks.